Event description:
It was reported that the patient had three inappropriate shocks. The patient also has an implanted heart monitor and was wondering if that caused the shocks. Technical services referred the patient to the physician. There were no additional adverse patient effects. The system remains implanted.